Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's lead was explanted. Date and reason of explant is unknown. Manufacture representative had no further information.